Manufacturer narrative:
1) b5 verbiage:- in the previous report, the report was submitted for product problem due to visualization of particles which is updated to: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging acute kidney injury (aki). At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. 2) box b has been updated from "product problem" to "both and other" along with "type of reported complaint" as "serious injury" in box h, in addition, the event date is also updated. 3) additionally, the codes for patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid and conclusion code grid are updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacture.